Manufacturer narrative:
The broken device was returned for evaluation. The reported break was confirmed. Production records were reviewed with no issues identified. Examination identified damage and deformation consistent with unexpected force applied to the device outside the design parameters.

Event description:
A broken fragment of the device was identified immediately post-operatively. A surgical procedure was performed to retrieve the fragment successfully.